Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. This is one of two reports being submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of imagery provided, the balloon burst both radially and longitudinally, with no material missing. The balloon spring was stretched, and the distal portion of the balloon was folded over itself. Patient imagery showed calcification in the landing zone. The complaint for balloon burst was confirmed based on the imagery review. Available information suggests that patient (calcification)/ procedural (over-inflation) factors likely contributed to the event as patient imagery shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that prior to inflation, 2cc's were added to the balloon, and all the volume was delivered when the balloon burst. While the prescribed nominal inflation volume is provided in the IFU, using extra inflation volume (over-inflation) can subject the balloon to pressures high enough to cause it to burst. The complaint for withdrawal difficulty and subsequent unspecified vascular problem was confirmed based on the imagery review. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The balloon folded over itself, and the torn liner at the tip of the sheath indicated catching and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander balloon ruptured during deployment at the end of inflation, all volume from the atrion was delivered; we identified the rupture on fluoro and blood was present in the atrion upon drawing negative. The commander ds was unable to be withdrawn into the 14f esheath, the physician team decided to pull the ds in the esheath as much as possible and remove both as a unit from the r femoral artery. Resistance was met at the arteriotomy, the surgeon converted to an open cut down to remove the ruptured ds and esheath then successfully repaired the artery with a bovine patch. The patient remained stable throughout the procedure and the 26mm valve was evaluated with tee and functioning appropriately. Per the fcs, prior to inflation 2cc's were added to the balloon. No other devices were noted to be damaged. Photos were provided for review.